Event description:
Pt underwent ercp procedure. Pt later developed liver abscess. It was questioned (by the hospital) whether the liver abscess was due to inadequately sterilized equipment (olympus duodenoscope).